Manufacturer narrative:
A1: patient identifier: requested, not provided. A4: weight: 63.7kgs. A5: ethnicity: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: technical manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal did not couple correctly in the suture. There was no blood loss. Additional information was received on 17apr2025: the procedure was a percutaneous transluminal angioplasty. Procedure sheath was 6fr. A pre-implantation angiography was performed. The user did not have difficulty inserting the locator into the hub. The user successfully enters and locks the locator into the hub. There was an audible click when mating. There was tactile feedback after mating. The user was able to mate locate hub after many attempts. The user attempted four times to pair the tracker and hub. The locator did not separate after coupling with the hub. Locator was not too loose and unable to stay in place. The separation did not occur while the device was in the patient. There was no harm to the patient; the patient was stable. The angio-seal was exchanged for another product of the same material that did not present any problems.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).